Manufacturer narrative:
The technician replaced both the brake/steer and brake caster to repair the bed.

Event description:
Information received indicates the caster wheels move and ratchet when the brakes are engaged.